Manufacturer narrative:
(B)(4). The complaint was not confirmed and the root cause could not be determined. There were no samples available for evaluation. A retained sample from the same lot was visually and functionally tested by (B)(4) with no damage or leaks noted. A manufacturing batch record review was performed by (B)(4) with no issues or abnormalities noted during the manufacture of this lot

Event description:
It was reported that a patient had a connection issue during home hemodialysis therapy, the issue was observed from the connection of the dialyzer and stream sterilized bloodlines, when the home patient (hp) was turning the dialyzer over during priming. There was patient involvement; however, no patient medical injury or adverse event was reported.